Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vessel. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. However, it was further reported that the device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.